Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading at time of the call was 226 mg/dl. Troubleshooting was performed. Reviewed the programming and appeared to be correct. Run a fixed prime test and the insulin exited. The customer also stated that the device alarmed no delivery for the past few months while bolusing. Advised customer to discontinue the insulin pump use and follow a back up of manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.